Event description:
An olm intracranial pressure monitoring system was involved in three incidents. Cross reference with MFR 2023988-2012-00026 - (B)(4). This is the second report, which is described as follows; the locking part of the bolt was missing on three occasions. The first two times, it was thought to be a coincidence that the probes may have fallen out. One of the probes was taped in place but it slipped out a bit and would not give the correct measurements any longer. Thus three add'l probes had to be inserted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.